Manufacturer narrative:
The customer reported of experiencing signal loss in the telemetry system in their facility. No patient harm was reported. Attempt # 1: 01/29/2021 ,emailed the customer via microsoft outlook for all the information : no reply was received. Attempt # 2: 02/01/2021 ,emailed the customer via microsoft outlook for all the information : no reply was received. Attempt # 3: 02/04/2021, emailed the customer via microsoft outlook for all the information : no reply was received.

Event description:
The customer reported of experiencing signal loss in the telemetry system in their facility. No patient harm was reported.